Event description:
It was reported that this patient presented to the emergency room with bradycardia. When this pacemaker was interrogated there, it was found to be operating in safety mode. Subsequently, this pacemaker was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. This product is expected to be returned for investigation.